Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon used during an implant procedure performed on (B)(6) 2024. During the procedure, the balloon assembly was discovered open at upper part. The procedure was cancelled to be rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block: h6 imdrf code f1001 captures the reportable event of absence of treatment. Investigation summary: with all the available information, boston scientific corporation concluded that the reported event of sheath material separation was confirmed and was likely due to a manufacturing deficiency. Boston scientific initiated a corrective and preventative action (CAPA) investigation to further investigate these orbera 365 intragastric balloon system sheath material separation events. An investigation was opened to determine the root cause of the material separation, in relation to the shelf-life concern, as it was likely traced to the supplier manufacturing process. The product is labeled with a two-year shelf life and an isolated failure was identified in real time ageing tests. Upon recognition of the issue, a health risk assessment was performed and the risk was deemed to be low. The investigation found that the material separation may be due to slitting in an expanded state, which would increate the likelihood of the tear propagating slightly as it is being slitted. This effect further enhanced with inferior fatigue properties is most likely the root cause of out of box tear failures. Ultimately this failure mode is believed to be multifactorial, related to both a change in the resin when moving to an extruded sheath and the sensitivity of the extruded resin to the slit geometry. This CAPA will reduce the stress concentration at the end of the slit and mitigate, if not eliminate, the issue. The expected impact to safety and performance of this CAPA is to reduce the rate of out of box failure for sheaths. The investigation to address this problem has been completed. Device media analysis: during media analysis of customer provided pictures, the balloon was found with the top portion of the sheath detached at the valve. For this reason, the reported balloon sheath material separation can be confirmed. Device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: device was not returned for analysis. Investigation conclusion: based on the information provided, the customer found the balloon with the top portion of the sheath detached at the valve. The reported balloon sheath material separation was able to be confirmed based upon media analysis of photos provided of the device. Boston scientific initiated a corrective and preventative action (CAPA) investigation to further investigate these orbera 365 intragastric balloon system sheath material separation events. Based on the analysis performed and all the information gathered from the customer, the overall conclusion code assigned will be manufacturing deficiency since the problem is traced to the manufacturing process.